Event description:
It was reported that this right ventricular (rv) lead perforated all the way through the heart and almost touching the ribs. The physician had to perform a mini-thoracotomy and the lead was repositioned successfully. No additional adverse patient effects were reported.